Event description:
The pt's one touch basic meter read 67 and then 97 mg/dl in the morning. Since the pt was not feeling well, pt's daughter transported pt to the hospital a short time later where pt's blood glucose was 410 mg/dl on a hospital meter. Pt was admitted for hyperglycemia, hypertension and elevated cholesterol and released two weeks later.